Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consignment instrument (corail stem inserter) was damaged by surgeon while trying to remove a half-inserted corail stem. Stem became 'stuck' 3-5mm higher than anticipated, surgeon removed the threaded shaft from the inserter, attached it to the stem, and began impacting the underside of the impaction plate to try to remove the stem. As a result the threads that connect the shaft to the sleeve are damaged and the instrument no longer assembles.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.